Event description:
The following information was provided by the initial reporter: material: 305200 batch#: 2082199. Verbatim: rcc received a complaint via email. Patient experienced an adverse event post injection. Item -305200, lot - 2082199. Adverse event - endophthalmitis. Additional information provided: there was no reported issue with the device.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Additional information: per the dso (drug safety officer), the physician reported that patients were treated with steroids and some he treated with antibiotics because they had a high hypopyon.

Manufacturer narrative:
Additional information: (b) added event details. Investigation results: the device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with the specification requirements.